Event description:
It was reported that the external pulse generator (epg) had "black lines" running through the display. It was also reported the screen is broken and there are possibly other internal issues. The epg was returned for repair. There was no patient involvement indicated.

Event description:
It was reported that the external pulse generator (epg) had "black lines" running through the display. It was also reported the screen is broken and there are possibly other internal issues. The epg was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis did confirm the customer comment, the liquid crystal display (lcd) was bleeding, and a lcd gasket was obstructing the view of the lcd. Analysis also found the upper case, lead flex cover and heart lead flex connectors were broken, the battery release was contaminated, the battery release spring was the wrong one, the battery contacts were compressed, the keyboard was scratched and the battery drawer o-ring was missing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.